Event description:
It was observed during the device inspection, that the gastrointestinal videoscope nozzle had foreign matter. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the cause for the foreign material remaining inside the nozzle could not be determined. No physical damage was found at the locations where foreign material remained. It was confirmed that the section of the device where the foreign material remained showed no deformation. The instruction manual states the detection method associated with the event in instructions for evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 ¿preparation and inspection¿ and preventative measures in instructions for evis lucera gif/cf/pcf/sif type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿. The legal manufacture reviewed the customer provided cleaning, disinfection and sterilization (cds) processes, and it is confirmed that there was no deviation from the instructions for use. Olympus will continue to monitor field performance for this device.